Event description:
Minerva stopped working during case and had an error code reading 002. Rep was called and team was directed to open a new handpiece and replace current handpiece as there was a fault in the handpiece.